Manufacturer narrative:
The patient's meter was returned. The patient's meter was investigated with retention strips and controls. The retention test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during investigation. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. The patient is anemic but their hematocrit of 28% is within the acceptable hematocrit range for the test of 25-55%. Relevant retention test strips (lot 368871-11) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs pro meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 7.2 inr and the laboratory result from a sample taken within 5 minutes of the meter result was 4.9 inr. Based on the laboratory result the patient's warfarin was held. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is anemic. On the day of the event, the patient's hematocrit was calculated at 28 percent. The patient had recent changes to their warfarin dosage but was back on normal dosing several days before testing. The patient had changed their diet prior to testing. The patient's meter and test strip have been requested for return.